Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was experiencing blood glucose of 400 to 500 mg/dl range. Customer stated it was a result of customer not having enough supplies. Customer stated he used a few sensors when he got started. Customer declined assistance for troubleshooting. No further information reported.